Manufacturer narrative:
All of the buttons function properly, however moisture damage was found on the keypad traces. The insulin pump functioned properly during motor rewind and displacement test. No rewind anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 300+ mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.